Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, signaling multiple occlusion events earlier in the day. Despite these issues, the customer¿s blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ to resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin use.